Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer reported that they were unable to release the cubies even through the configuration screen. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a cubie failure. A field service engineer found pills underneath the row d tray, which caused the row d tray to malfunction. The field service engineer replaced the row d tray to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.